Manufacturer narrative:
Additional information received on the patient. (B)(4).

Event description:
The reporter stated "lens was implanted/explanted because the bag was not stable to hold implant. No patient injury, sutures or widening. No lens to return". Additional information was requested by not yet received. If any additional information is obtained a supplemental medwatch report will be submitted.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4).